Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump alarmed for call service 215 (continuous-glucose-monitor (cgm) failure alert). There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #1: date of submission 05/18/2017 - device evaluation: the transmitter has been returned and evaluated by product analysis on 04/29/2015 with the following findings: a review of the pump¿s black box showed two cs 215 cgm failure warnings. During investigation, the transmitter was paired with a test pump correctly. Blood glucose values were set twice within 2 hours and both values were entered successfully. The pump and transmitter were exercised for 24 hours and the devices performed within specifications with no warnings or alarms. The complaint of a cs 215 call service issue was not duplicated during investigation.